Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported there was a ventricular lead warning and the impedance was low, 200 ohms. A manufacturer technical consultant stated there is lead insulation failure. No patient complications were reported as a result of this event.